Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Sepsis/ ischemia : the cause of the injury was unable to be determined due to insufficient clinical details. Acute kidney failure : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support the patient had an acute kidney injury requiring dialysis. The patient became septic due to having an open chest. Additionally doppler ultrasound done on the left upper extremity due to heavily bruised lower limb. Concerns for clot in upper arm not seen on echocardiogram. Bilateral feet distal half were also purple. The care team pushed the impella cp in by 1 centimeter the patient's chest was closed but patient had a rough night and lost pulsatility requiring multiple drips. The patient's white blood cell count was high and the patient was likely septic. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿